Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The warnings section of the device instructions for use (dfu) indicates, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." The warnings section of the device instructions for use also states, "do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." At this time it is not possible to assign a definitive root cause for this event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the information provided it appears that clinical and/or procedural factors may have impacted on the event as reported. The initial reporter's first and last name, procedure date and patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The glide coating on the wire was stripped off during used of proglide closure device. Physician informed me patient had to undergo surgical closure.